Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited low p-waves and high capture threshold. The lead was repositioned successfully.